Event description:
Event description boston scientific received information that during the implant of the 4517 left ventricular lead, the physician was maneuvering the guidewire (bhw ref. 1000462hg lot number 6052471) to advance the lead forward and the guide wire broke in two. The proximal portion remained in the physician's hand and the distal portion remained in the lead within the vessel. The physician was able to remove the distal part of the guidewire with the lead. The lead was successfully implanted. Both the proximal portions and distal portions of the guide wire will be returned for the analysis.